Event description:
It was reported that the user experienced hypoglycemia while sleeping after elevated glucose the prior evening associated with a missed meal announcement on the ilet, with a recorded glucose low of 40 mg/dl and a high of 308 mg/dl. The user also reported a tendency to overtreat lows and had paused the ilet during the low. Symptoms included hypoglycemia, hyperglycemia, shakiness and labored breathing. Outcomes included recovery after carbohydrate intake, with no hospitalization. Investigation included case review, user education on meal announcements and hypoglycemia treatment, review of device use practices, and provision of a low glucose guidance resource. Investigation of this case revealed user-related factors, including missed meal announcement and overtreatment of hypoglycemia, as the likely contributors to the event, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was user interaction and use error related to missed meal announcement and overcorrection of low glucose.